Event description:
The user facility reported that the involved tr band was used and deflated. No patient injury was reported. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 26 june 2023: the procedure being performed prior to the use of the tr band was a heart cath. Approximately 15 ml's of air was injected into the tr band when it was applied. The tr band started to be deflated immediate (patient was still in the procedure room) after the procedure. A new tr band was applied to achieve hemostasis. The estimated blood loss less than 250 ccs. The device was not manipulated before use in any way or pre-use or during storage. The product was in stored in the procedure room prior to use. The patient was in stable condition. The patient was not injured, medical or surgical intervention was not required. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, section d10, to update section h3, and to provide the completed investigation results. One tr band 2 was returned for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 3.5 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. The nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).